Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no reported adverse impact to the customer. Technical support informed the caller that certain settings would be reset due to the shutdown and advised using tandem charging supplies for at least 30 minutes to allow the pump to begin charging. They recommended monitoring the situation and calling back if the issue persisted, which the caller acknowledged.